Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Event date: date inaccurate; only the year is valid. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's connector pin was bent, broken, or loose; there was no out of the box failure reported. The patient had poor communication. They last had stimulation and were able to charge their device 1.5 months ago; the reason they weren't recharging was due to the broken pin. The caller was directed to follow up with their healthcare provider to check the implantable neurostimulator for possible overdischarge. No symptoms or further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger analysis of the 37761 desktop charger sn# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that an overdischarge was alleged. There was no communication with the programmer, recharger or clinician programmer and the patient was not feeling stimulation. The last successful recharge was about two months ago as the patient didn¿t charge due to hurricanes in the area. The antenna locate feature was used and a physician mode recharge was done. A new physician mode recharge and antenna locate was done as it was still showing the reposition antenna screen and during troubleshooting the recharger screen changed to a power on reset. Troubleshooting resolved the issue.